Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced some diaphragmatic stimulation at implant in one vector on the left ventricular lead. The patient left the hospital with a configuration that produced no stimulation. The patient presented for follow up with additional configurations with stimulation. Reprogramming was done at that time to avoid stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.